Manufacturer narrative:
Device unique identifier (UDI) device was manufactured prior to the UDI labeling implementation. Approximate age of device 3 years and 1 month. The event occurred at (B)(6) university in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was admitted due to bleeding in the lower gastrointestinal tract. The cause of the event was due to the complexity of medical management. No further information was provided.

Manufacturer narrative:
The manufacturer was not made aware of the event reported in this medwatch submission until (B)(6) 2017. The information at the time the pump was received indicated that the patient underwent a routine heart transplant on (B)(6) 2017. No report of the patient experiencing bleeding in the lower gastrointestinal tract was reported until (B)(6) 2017. Evaluation of the returned pump post-explant did not reveal any deposition or thrombus formation. Examination of the returned pump also did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No device-related issues were identified through the analysis of the returned device. A direct correlation between the evaluation of the returned device and the reported bleeding in the lower gastrointestinal tract could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient received a heart transplant on (B)(6) 2017.